Manufacturer narrative:
A1: (B)(6) h6 - device code 1494: off-label use (acd < 3.0mm). Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vicmo12.1 implantable collamer lens -9.0 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2023 the lens was exchanged with for a longer length lens due to low vault. The exchange resolved the problem. Cause was reported as unknown.